Manufacturer narrative:
Device evaluation results: one medfusion pump was returned for investigation in used condition. The ear clip had a piece broken off. There were acu watchdog and primary audible alarm post errors in the event history log (ehl). An occlusion test was performed. The customer reported primary audible alarm post error was not reproduced during the test. The customer reported product problems (broken ear clip and presentation of a primary audible alarm) were confirmed. The alarm was verified only via the ehl. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The broken ear clip was replaced. The speaker on the pump was also replaced as a preventative measure. The pump then underwent preventative maintenance. The pump subsequently passed the functional tests.

Event description:
It was reported that the pump displayed a primary audible alarm. The unit also had a broken ear clip. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: additional information: e1: email address.